Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the hose clamp on the manifold/pe was leaking and needed replaced. Additional malfunction was blue zip tie on manifold/pe needed replaced.